Manufacturer narrative:
The bicart product involved in this incident was not available for investigation and the lot number could not be provided by facility. Gambro identified the lot number of the bicart shipped to this customer prior to this event as lot 05524. No nonconformity has been identified in the device history record that is related to this event. Gambro received no information to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as admission of causation or liability.

Event description:
During a hemodialysis treatment on a (B)(4) machine, the pt coded and expired. The machine was inspected by gambro technical specialist representative who found it to be functioning correctly and within manufacturer's specifications. The dialysis machine was returned to clinical use. Per dci corporate policy, no further pt, treatment, or device information will be provided. Neither the physician, nor the nurses caring for the pt, believes any gambro device caused or contributed to the pt's cardiac arrest. The cartridge blood set, bicart and revaclear were not available for investigation.